Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member on (B)(6) 2022 regarding a patient who was implanted with an implantable neurost imulator (ins) for unknown indications for use. The patient's husband reported they can't charge the implant for almost a week and they are getting excellent and good and looking for a device. Patient services (ps) asked caller to connect with controller and controller show ins 30%, controller 50%. Ps asked caller to inspect the controller port for damage and caller said there is no damage. Ps confirmed the controller is charging when plug into the outlet. Ps asked caller to inspect the recharger (rtm) for damage and caller said there is no visible damage to rtm. Ps asked clarifying questions. Caller stated it takes 2-3hrs to charge the ins to 30%. Patient does not use a belt to charge. Ps recommend keeping the ports clean. Caller started charging the ins and getting excellent quality, ins 30%, controller 50%. Patient services (ps) recommend recharging the controller and then charge the ins. Ps recommend monitoring the device function and messages on the screen and if patient is still not able to charge the ins to call ps for assistance. Ps confirmed patient did not have a fall or trauma. Ps reviewed best practice for recharging the ins. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information was received from a manufacturing representative (rep) on 2023-04-24. The rep called today to report an revision case that happened today. The rep indicated that the plan was to just remove the ins and reposition the leads that had migrated down 2 levels. During the surgery, the healthcare provider (hcp) could not reposition the leads so they made the decision to remove all components even though there was nothing wrong with the leads. Per rep, the reason for removing the ins was because for the past couple months that patient had been complaining on not being able to charge their ins. The rep indicated that the pt never brought external equipment with them to appointments so they were unable to properly determine an issue. Therefore, hcp just decided to replace the ins and then the leads as well. The case went well with no issues or concerns today. Rep will be returning the ins but the leads were thrown away before rep could ask for them to be saved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-apr-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 03-feb-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.